Event description:
During a routine check after unpacking the iabp by the company service representative at the (B)(6) maquet office, it was observed that when the iabp was powered up, the keyboard flashed once but there was nothing on display or any other response. The iabp failed to boot up. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp failed to boot up. The company representative replaced the main board (part number 0670-00-0788). The iabp was tested to factory specifications. It functioned normally and the unit was released for use. The main board replaced was received by the manufacturing facility at (B)(4). The failure analysis performed showed that event could not be duplicated. After extensive testing, the board was found in good working condition and it was returned to stock. (B)(4).